Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the subclavian artery using pod packing coils (pod pcs). During the procedure, the physician successfully placed pod pcs using a lantern delivery microcatheter (lantern). The physician then felt resistance while advancing a pod pc within the lantern and, therefore, the pod pc was removed. It was then noticed that the pod pc had started to detach. The procedure was then successfully completed using a ruby coil and the same lantern. There was no report of an adverse effect to the patient.